Event description:
Additional information received reported that patient had lead revision. The physician replaced the lead with percutaneous lead (1x8). The patient had great coverage with his new lead and was doing very well.

Event description:
It was reported the patient's lead impedance range was 5000. It was noted combination 2 and 3 was 1824, but the patient was unable to feel stimulation when the pair was programmed. The event occurred after a battery revision. The previous device was "dead", so it was unknown if impedances were normal prior to battery replacement. It was noted the impedances were "good" intra-operatively. It was also reported the patient had been programmed to 10v and the patient felt nothing. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer. Patient product ID: 7425, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 74001, product type: adapter. Product ID: 389033, lot# j0306693v, implanted: (B)(6) 2003, product type: lead. (B)(4).